Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/31/2016, that the receiver had intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.